Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, an unknown issue occurred on the g5 mobile application. No medical intervention was reported. Additional event or patient information is not available.